Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken port and knob. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the case, encoder assembly, four knobs, and one case screw were contaminated. It was also indicated that the main printed circuit board (pcb) was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.